Event description:
Medtronic received information that this bioprosthetic valve, implanted 11 months, was explanted due to a high gradient.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets, except the lunula of the left and right cusps, were stiff due to tan thrombotic host tissue on the outflow. The lunula and free margin of the non-coronary cusp was folded back and adhered to the thrombotic host tissue on the outflow. A tear through the free margin and lunula of the right cusp appeared to be due to a long suture tail or contact with bias wear. Glistening off-white pannus lined the inflow margin of attachment, into the left right and right non-coronary inferior coaptive areas and 1 to 3.5 mm onto all cusps moderately reducing the inflow orifice area. Tan thrombotic host tissue filled and stiffened the non-coronary cusp on the outflow resulting with restricted leaflet movement. Tan thrombotic host tissue lined the outflow margin of attachment extending to the belly of both the left and right cusps resulting with restricted leaflet movement. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.